Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported the device to be clogged. The shunt was explanted and replaced with another one. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: customer reported that a shunt clogged after surgery. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The shunt was returned for investigation in a container within fluids. During investigation the shunt's lumen was found open. Because the shunt was returned within fluids, "blockage" complaint cannot be negated. Root cause: because shunts' lumen was found to be open, the root cause cannot be conclusively determined and it is 'inconclusive - no problem found'. (B)(4).